Manufacturer narrative:
Qn# (B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73b2400587 manta 18f indicated a non-conformity related to this lot. No impact related to the device, no reworks, or other issues related, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed-an 81-year-old male patient, presented in the or for an evar procedure. Access was gained utilizing ultrasound guidance. The manta instructions for use (IFU) state arterial access should be achieved using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, and not puncture the posterior wall of the artery. The right common femoral had sporadic calcification and mild posterior calcification. IFU procedure preparation states to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Post-evar, an 18f manta device was deployed for closure. While the physician was deploying manta, active bleeding was present at the access site. Following deployment, the physician assessed the bleeding and decided on a surgical cutdown. During the surgical intervention, the physician saw that the manta device was within the vessel, attached to something. An endarterectomy was performed to remove what the anchor may have been caught on and to achieve hemostasis. Numerous causes for intraarterial deployment have been established. However, the exact reason for this intraarterial deployment is potentially due to user error.

Event description:
It was reported "physician deployed manta per IFU and protocol. When deploying manta there was blood coming from the skin track. After assessing the physician decided to cut down. After cut down, physician found the device inside the vessel. The physician noted the device was "stuck on something." The physician also performed an endarterectomy. Removing what the footplate may have been caught on." It was reported "no blood transfusion was required and the patient did well". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "physician deployed manta per IFU and protocol. When deploying manta there was blood coming from the skin track. After assessing the physician decided to cut down. After cut down, physician found the device inside the vessel. The physician noted the device was "stuck on something." The physician also performed an endarterectomy. Removing what the footplate may have been caught on." It was reported "no blood transfusion was required and the patient did well". The patient's current condition is reported as "fine".